Event description:
It was reported that a patient with a snm tined lead device noticed a red light on their remote. During a diagnostic of the device, using a control panel, the patient still had a red light on their remote and all open impendences that could not be cleared. The patient underwent an x-ray to identify the issue. It was noted the device was frayed and explanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.